Event description:
Information was received indicating that this ambulatory infusion pump failed pressure tests. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for evaluation. The customer's reported problem was "failed pressure tests". A visual inspection revealed a pump in good condition. A review of the pump event history log revealed no evidence of the reported problem. The reported problem was duplicated during the pressure switch test. Visual inspection revealed fluid ingression. The failure mode was determined to be fluid ingression. The root cause was determined to be the user.